Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female pt, the device prompted "shock advised" and when the clinician pressed the shock button, the device inappropriately shut down. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, the failure was duplicated when the customer's batteries were put into their returned device. The batteries were forwarded to the supplier for evaluation. The supplier indicated that cells were depleted with nothing unusual to note. The supplier indicated that they were not able to identify a defect with the batteries other than the batteries were depleted beyond their useful life. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.